Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient experienced bleeding during implant. The left atrial appendage clip was placed but the course was complicated by severe coagulopathy. They received six units of packed red blood cells (prbcs), seven units of platelets, four units of fresh frozen plasma (ffp), and four units of cryoprecipitate. The chest was left open when the patient left the operating room (or). They were taken back to the or for a sternal closure and washout. Lab work was ongoing. The initial post-operative bleeding resolved. The patient also experienced respiratory failure and required resuscitation and intubation. They remained in the cardiac intensive care unit (cicu) with ongoing complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. The implant kit was shipped on 15jul2021. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm3 lvas patient handbook (phb), rev. D are both currently available. The hm3 lvas IFU lists bleeding, respiratory failure, sepsis, multiple types of infection, and death as potential adverse events that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the hm3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU and the phb. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received stating that the respiratory failure was unrelated to the device or implant procedure. The patient had pneumonia. They developed sepsis that was thought to be primarily related to the pneumonia. The patient passed away due to sepsis on (B)(6) 2022.